Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2015. During the procedure, the surgeon had cut the mesh and plastic sheath. The surgeon inadvertently left approximately 3 inches of the plastic sheath in the patient while removing the remainder of the mesh. The surgeon had tried to find the piece but was not able to. The surgeon determined that the risk of further exploration outweighed the benefits of removing it. Another like device was used to complete the procedure without incident. Additional information has been requested.